Manufacturer narrative:
The na and cl electrodes' lot numbers and expiration dates were not provided. The reference electrode was replaced in early jan-2024. The na and cl electrodes were installed on 8-feb-2024. Qc recovery was acceptable. No indication of a performance issue with the reagent. The calibration and the alarm trace were requested but not provided. The field service engineer found that the probe was dripping/splashing when being washed, the reference electrode causing unstable results, and the o-ring was worn out. He replaced the probe, the dosage pipette, the reference electrode, and the o-rings on all other electrodes. Calibrations and qc were performed and they were acceptable. The instrument was verified and it was performing within specifications. The service actions (replacing the probe, the dosage pipette, the reference electrode, and the o-rings on all other electrodes) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 1 patient plasma sample tested on a cobas integra 400 plus analyzer. Results for the following tests were affected: sodium (na) and chloride (cl). Initial results of na and cl were not provided and they were auto-repeated because they were accompanied by a data flag. The auto-repeat results: na: 162 mmol/l. Cl: 134 mmol/l. The physician questioned the results and the sample was then repeated 3 times. Repeat results: na: 136 mmol/l, 136 mmol/l, 137 mmol/l. Cl: 105 mmol/l, 104 mmol/l, 104 mmol/l. The na repeat result of 136 mmol/l and the cl repeat result of 104 mmol/l were deemed to be correct.